Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm after a bolus delivery on the insulin pump. The patient's blood glucose level was unknown mg/dl. The customer was advised to disconnect to the insulin pump. The patient was assisted in clearing the insulin pump. It was explained to the customer that the no error alarm was cause may be by viewing the sensor glucose graph while the insulin pump is delivering bolus. The customer was advised after the troubleshooting was performed to return the insulin pump with the battery and zero out basal rates. The customer was also advised to discontinue the use of the insulin pump and revert back up plan. The customer was advised that insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.